Event description:
A patient who previously had an accu tnl resuls of 0.06 ng/ml the day before had a new sample from 2003 for accu tnl recover at 0.14 ng/dl. The sample was repeated using the primary tube and the result was 1.18 ng/ml. The primary tube sample was repeated again and recovered at 0.45 ng/ml. The sample was then poured into a pour-off tube and retested in duplicate. The results of the second repeat were 0.09 ng/dl and 0.07 ng/ml. Erroneous results were not reported out of the lab.